Event description:
It was reported that during npwt utilizing a renasys go, it was confirmed that the dressing was not compressed and pump did not alarm.

Manufacturer narrative:
Our investigation into the complaint made against a renasys device malfunction has now concluded. The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaint could not be replicated; a performance and safety check was conducted and no anomalies or problems were found, the pump passed all functional tests and was confirmed working within specifications. Since the npwt involves various elements, it is difficult to determine what could have caused the lack of alarm. It is recommended to check the wound dressing frequently and not solely rely on the device alarms to ensure that therapy is being effectively delivered. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.